Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/24/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information was requested and the following was obtained: could you please provide the lot number? Answer: pmm554. Did the suture detached from the needle during surgery or before usage on the patient? Answer: suture detached from needle during surgery. Could you please confirm the quantity of devices that presented suture detachment from needle during this single procedure being reported? Answer: 2 pieces of suture. Sales rep has confirmed the sutures has been discarded due to it has contact with patient blood. Note: events reported in (B)(4).

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2021 and suture was used. During the procedure, the suture detached from needle at swage. The procedure was successfully completed with no adverse patient consequences. No additional information provided.